Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen with a concentration of 500 mcg/ml at a dose of 200 mcg/day. It was reported the patient had an infected pump pocket. The pump and catheter was replaced. The issue was resolved at the time of report. The system was replaced; no further action was needed. No cause of infection was given to the representative.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.